Event description:
It was reported that during therapeutic transurethral resection procedure, the tip of the sheath broke off and fell into the patient. The tip was retrieved using another scope. The procedure was delayed for an unspecified amount of time and was completed with the backup device. There were no reports of patient or user harm.